Event description:
This is a case reported from distributor to international affiliate, a device that alarmed and shut down during pt infusion of levophed and vasopressin on channels a and b. The pt, as a result of the incident, " the radial blood pressure was not felt for a couple of minutes." The event history was not downloaded since the facility does not have the software to download it. The event history was observed manually. Channels a and b were working, but the hosp staff does not remember which channel infused what. No failure codes were noted, but the pump did not respond to any key presses. No add'l info has been provided regarding the pt's date of admission, admitting diagnosis, medical history, concentrations, dosages, and rates for the medications, access site for the infusion, vital signs prior, during, and after the event. The pt's current status was not provided.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.